Event description:
It was reported that the atrial lead had increased threshold and decreased lead impedance. The lead was capped and a new lead was implanted. No patient complications have been reported as a result of this event. Further follow-up revealed that the atrial lead did not have increased threshold and decreased lead impedance. The atrial lead was not pacing or sensing.

Event description:
It was reported that the atrial lead had increased threshold and decreased lead impedance. The lead was capped and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.